Event description:
Customer reported the system beeps and shuts down intermittently when at high kv. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and cleaned and greased the candlestick connectors. System operates as intended.